Manufacturer narrative:
Update - event description add cfs22. Complete UDI could not be provided as the lot number was not provided. Investigation summary: the shield of the event unit was returned for evaluation, along with a photo of the damage shield. Upon inspection, confirmed the seal was damaged and noted the dimensions of the shield correspond to a 5 or 8 mm trocar. Upon further investigation of the lots sold to the customer, the event unit was determined to be a cfs02 kii advanced fixation trocar. All seals are thoroughly inspected and tested 100% for leakage during the manufacturing process. The damage to the shield appears to have been caused by an instrument. There is always a potential to tear or dislodge the internal seal components with multiple passes of instruments, especially with sharp or angular devices. The instructions for use (IFU) warns that extra care should be used when inserting angular and asymmetrical instruments. All instruments should be centered axially when inserted through the seal to prevent tearing. Engineering is currently researching possible device enhancements intended to further minimize the potential for this type of incident to occur.

Event description:
Lap. Chol- "during last view controlling bleeding or leakage before final closing the surgeon spots the transparent part of the trocar seal in abdomen. (The whole transparent seal).please see attached photo. (Only the seal is returned. No trocars,no product number,no lot number). But cff03 and cfs 02 were used. And cfs22. At the base of the seal you can see it is broken. Be aware that a puncture need has been uses through the trocar. No replacement/credit is required. The incident is reported to (B)(6)." Patient status - fine.

Manufacturer narrative:
Full UDI unknown since no lot number was provided. The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap. Chol- "during last view controlling bleeding or leakage before final closing the surgeon spots the transparent part of the trocar seal in abdomen. (The whole transparent seal).please see attached photo. (Only the seal is returned. No trocars,no product number, no lot number). But cff03 and cfs 02 were used. At the base of the seal you can see it is broken. Be aware that a puncture need has been uses through the trocar. No replacement/credit is required. The incident is reported to danish ministry of health." Patient status - "fine."